Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the access site adverse event was use related as groin ooze was resolved by tightening perclose and forward sutures, utilizing angle matching, and applying femstop. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported oozing from the patient¿s groin site. Perclose sutures were tightened. Forward tension sutures, angle matching, and femstop were utilized.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.